Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was submerged in the water for a few seconds and now it was not working. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer reported that the insulin pump had cracked at the outside the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.